Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional informtion regarding the potential lot numbers and to provide the completed investigation results. Potential lot - wm25 expiration date - 03/31/2021 UDI # -(B)(4). Manufacture date - 10/25/2018 potential lot - wn28 expiration date - 04/30/2021 UDI # - (B)(4). Manufacture date - 11/28/2018 a review of the device history record of the potential product code/lot# combinations was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number - potential lots wm25 and wn28. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2019-00122, for the third device see MDR 1118880-2019-00124, and for the fourth device MDR 1118880-2019-00125.

Event description:
The user facility reported that the glidesheath slender wire would not pass through the needle during access. The needle was in the patient, but the wire would not go through the needle. The user opened new packages until one would work. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on may 24, 2019. During this case four total wires would not go through the needle.